Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm which halted insulin delivery. There was no reported adverse impact to the customer's blood glucose. No additional information regarding the events was provided by the customer.